Manufacturer narrative:
Continuation of d11: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they got a new patient programmer and tried using it with or without the antenna and got the same screen of poor communication. Patient further stated that their stimulation was at 8.0v which is the highest and that it was possible that the ins was dead. Patient has an appointment to see their hcp . No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their patient programmer (pp) and implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was reporting poor communication. Prior to the call, they tried using their antenna and they changed the batteries in their pp. At the time of the call, the patient had their patient programmer (pp). It was confirmed that the antenna was secure. An attempt was made to sync to the ins, but the poor communication issue was not resolved. The antenna was then removed from the pp and the pp was placed directly over the ins on the skin. An attempt was made to sync to the ins; the poor communication issue was not resolved. As a result of what was reported, the patient was transferred to repair; repair noted the pp wouldn't do telemetry with and without the antenna. Patient said they keep their ins on an "8". The call center reviewed potential, but will try repair first due to the age of the ins. Caller also said they never felt stimulation; they didn't allege this was an issue, but ins state was unable to be determined at the time of the call. When asked for an event date, the patient said the something different/not working right occurred one week or maybe a couple of weeks ago and the poor communication issue occurred about 2-3 days ago; the stimulation issue has been since implant. No further patient complications have been reported as a result of this event.